Event description:
(B)(4). No serious injury alleged. Malfunction alleged. The end users daughter states her dad had hernia surgery after (B)(6). She states that his bariatric commode lid will come down while he is sitting on it. She states that when you lift the seat, the commode makes an awful noise and half of the toilet seat will raise with it on one side. This has pinched her dad 2 times and has left bruises. No medical attention was needed.